Event description:
Ous MDR - after an implantation time of about 7 months, it was reported that the ICD could not be interrogated.

Manufacturer narrative:
Ous MDR - the device was implanted for 7 months. Upon receipt, the clinical observation was confirmed; the device was not interrogatable. The ICD was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted, but not defective. Further investigations revealed that a low voltage capacitor on the electronic module was damaged, causing in increased current consumption, draining the battery. The device history data was inspected and revealed that there was no indication of a device malfunction during the manufacturing process. Particularly, the final acceptance test proved the device to be fully function at the time of manufacturing. Therefore, it cannot be excluded that the observed damage resulted from external influences after the device had left biotronik. In summary, the clinical observation resulted from damage to the electronic module. The manufacturing records documented a flawless device manufacturing. Hence, the observed damage most likely originated after the shipment of the device.